Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date post placement of the peg tube, the patient experienced sub-hepatic hematoma. On (B)(6) 2017, the patient experienced fever and excessive bleeding in the peg tube surgical site. On (B)(6) 2017, the patient went to the emergency room and was admitted under observation due to the excessive bleeding in the peg tube surgical site. The patient had a fever, an abnormal blood test, and intra-abdominal gases, x-ray, and an unspecified scanner, which revealed a pneumoperitoneum. The patient was treated with an unspecified intravenous antibiotic and admitted to the hospital. On (B)(6) 2017, an unspecified lab test revealed that the antibiotic therapy was not doing the desired effect. In (B)(6) 2017, the patient was diagnosed with anemia and an unspecified infection. On (B)(6) 2017, the patient received a transfusion of red cell concentrate due to the anemia because of the bleeding. On (B)(6) 2017, the patient was discharged from the hospital since the last unspecified blood test was fine. A neurologist reported that the patient had a pneumoperitoneum without evidence of perforation and hematic secretion from peri-tube and the antibiotic therapy was part of conservative therapy. The patient¿s medical report listed the cause of the sub-hepatic hematoma was due to the pneumoperitoneum. At the time of report, the patient's stoma site was still a little bit swollen but healing and treatment recommendation was bed rest apart from chlorhexidine and saline solution. No further information was available.